Manufacturer narrative:
(D10) concomitant devices: 300-01-14 - eq humeral stem primary press fit 14mm: (B)(6), 320-42-00 - eq 145-deg pe 42mm hum liner +0: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-06-42 - equinoxe glenosphere 42mm: (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 11 month(s) and 5 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced a dislocation. Nontraumatic dislocation, closed reduction in ER. No further pain nor further feelings of instability. May have small fracture. Referred for CT which was negative for complications. The patient was reduced in ER and recommended physical therapy which resolved this event. The case report form indicates that this event is definitely related to the device(s) and definitely not related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: clinical code, type of investigation, investigation findings and investigation conclusions. The cause of the patient¿s shoulder dislocation and subsequent closed reduction reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition or high forces during broaching/reaming/exposure/retraction. The reported scapular notching cannot be confirmed, but may be due to patient anatomy or conditions, implant positioning, and/or implant selection. Dislocation, bone fractures, and impingement are known risks, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.